Event description:
It was reported that the ilet user experienced hyperglycemia after eating when a late meal announcement was entered, resulting in blood glucose rising above 300 mg/dl and peaking at 401 mg/dl. The user removed the ilet and administered a subcutaneous insulin pen correction, then reconnected to the ilet after glucose declined to 126 mg/dl. Symptoms included stomachache consistent with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure involving the user interface, specifically a late meal announcement that contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.